Event description:
It was reported that during the implant procedure, ¿the helix of the active lead could not swung out¿ although physician made several attempts. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant, and the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.